Manufacturer narrative:
Originally it was reported that the opinion of the investigator was that the event was not expected. Additional update was received on may 12, 2020 which stated that the opinion of the investigator is that this event was anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30114791m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure on (B)(6) 2019 for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring extended hospitalization. On post-procedure day 0 ((B)(6) 2019), the patient developed cva. There¿s no information regarding the intervention provided to the patient. The event led to a serious deterioration in the health of the patient that resulted in life threatening illness or injury. Extended hospitalization (2 days) was required as a result of the adverse event, the patient was discharged from hospital on (B)(6) 2019. Patient¿s outcome is unknown. The principal investigator assessed the event as severe, serious, not related to the study device (visitag surpoint epu), not related to the study catheter, unlikely related to the biosense webster, inc. Non-investigational pentaray catheter and probable index procedure related. In the opinion of the investigator, this event was not expected.

Manufacturer narrative:
Additional information was received on september 17, 2019. Unspecified medication was administered. The patient¿s outcome was resolved. In addition on september 18, 2019, information was received that the relationship to the procedure was updated from probable to possible. Manufacturer's ref. No: (B)(4).